Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 155mg/dl at the time of the incident. The customer declined trouble shooting for motor error. The insulin pump is not being replaced or expected to return for analysis. No further details are given.

Manufacturer narrative:
Corrected the aware date in section (B)(4).